Event description:
Dealer advised left side frame and back cane is bent due to when end user was coming out of back door, down the deck and wheel caught the side of deck and end user fell about three feet to the ground.